Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during withdrawal of the balloon after dilatation of the esophagus had been performed, the balloon bunched up, preventing it from being fully withdrawn through the scope. It was stated that it was possible that the balloon was not able to be completely deflated. It could not be confirmed whether or not all of the inflation medium was able to be removed from the balloon, therefore this event has been deemed MDR reportable. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.